Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review found no discrepancies noted that would be associated with this complaint. DHR showed there were 100% visual inspections for nonconformities and 100% function tests to verify that sleeve was retained and free to move and screw could articulate 360 degrees at assembly prior to release. The product was measured for material composition. DHR review showed that product was made from the correct raw material. All records indicate the product was manufactured to specifications.

Event description:
Device report was received from synthes gmbh. The procedure was performed at clinique (B)(6). When surgeon was using the persuader, the head of the screw popped off.